Event description:
It was reported that pump had screen responsiveness problems and missing or stuck pixels that affected ability to read and interact with display, and customer experienced blood glucose of 576 mg/dl with ketones during the event. There was no injury reported, and healthcare provider did not consider ketone level dangerous or life threatening. Customer and mother treated high blood glucose with correction dose through pump and additional injection, customer planned to use injections as backup insulin therapy, and technical support sent replacement pump.